Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218685 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 218685, test base part number 195-430h/ lot 213365. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 218685 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-tests on 21may2023 on a nasal sample. Repeat testing was not performed. Confirmation testing (platform unknown) was performed at cvs with a lumiradx test on 21may2023 and generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-tests on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing (platform unknown) was performed at cvs with a lumiradx test on (B)(6) 2023 and generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.